Event description:
Complaint is now reportable based on the analysis completed on 10/02/2006. It was reported that during a coronary drug eluting stenting treatment procedure, the 2.75x32 mm taxus liberte drug eluting stent would not cross the lesion. The lesion being treated was located in the mid circumflex (cx). The procedure was completed with another taxus liberte. No patient complications were reported. Patient status reported as "satisfactory and good". However, the returned product analysis revealed stent damage and the stent moved on the balloon.

Manufacturer narrative:
Returned product analysis revealed proximal stent damage. Some of the proximal struts were raised and it was noted that the stent was pulled distally on the balloon. The condition of the returned device is consistent with the proximal edge of the stent getting caught on a foreign object during withdrawal which resulted in the stent getting pulled distally on the balloon. Proximal damage is consistent with the device meeting some form of restriction on withdrawal. No other issues were identified with the device that could contribute to the complaint incident. A review of the manufacturing records for this particular batch of devices found that the device met its material, assembly and product specifications, at the time of release to distribution. The root cause is unknown.